Event description:
While on the line with technical support, patient discovered that the device's result display was missing segments. No patient injury was reported and no treatment was received. Requested return of suspect device and replace was sent.